Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 556853 lead implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting from a possible fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.